Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because test strips are difficult to insert into meter and issue was not resolved with troubleshooting.